Event description:
Complainant states that the metal plug component of the acetabulm prosthesis would not assemble correctly. Surgery was prolonged (minimally) as a result of this event. No injury to the pt was reported to co.